Event description:
The pt became ill with symptoms of fever, weakness, flu-like symptoms, severe headache, and total body rash. They went for treatment at the emergency room. They were admitted to the ICU with a reported blood pressure of 60/0. 6 days later, the pt was improving after receiving IV antibiotic therapy.